Event description:
Implant didn't achieve osseointegration, implant wasn't completely covered with bone, no thread tap used, complication in site preparation (when screwing in, the implant shifted at the very end).